Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and duplicate address were detected. The customer stated that the user was unable to pull medications and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that main drawer 6.1 failed due to a duplicate address being detected and unable to recover. A field service engineer attempted to reseat tray connections and cubies, and also replaced the row board cable, but the issue persisted. The cubies functioned normally in the hardware test application (hta) but encountered issues in the medication application. After several reboots, a workaround was identified by releasing pockets individually during the recovery process and confirming each release. This cleared the failures and allowed the customer to unload and reload medications successfully. All tests passed in hta, and the customer was able to reload the medications into the pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 6.1 failed due to a duplicate address being detected and unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get medicines from another station. However, there were no adverse events or injuries reported based on this event.